Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The complete lead was returned and there was a setscrew mark noted on the terminal pin and ring. Visual inspection noted that approximately 48 cm from the terminal pin, the coils were slightly compressed and indicative of damage induced by a grasping tool. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm the out of range pacing impedances and dislodgement. The damage noted during inspection was most likely a result of the explant procedure and did not affect the electrical continuity of this lead.

Event description:
Boston scientific crm received information that one day post implant, high right atrial impedance values were observed. The lead was confirmed dislodged and surgical intervention to reposition the lead attempted. The physician was unsuccessful at reengaging the lead tip and as a result, the lead was explanted. Another bsc lead of same model type was implanted without complications. The lead has been returned for laboratory analysis and no adverse patient effects were reported.